Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. During product analysis there was no evidence of any issue or malfunction related to the device. E1: initial reporter phone: (B)(6). D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to the initial MDR in block h6 impact codes.

Event description:
It was reported that the patient experienced a massive drop in blood pressure with suspicion of air embolism or coronary artery stenosis. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. The left superior pulmonary vein (lspv) was ablated without issue. During the fourth energy delivery to the left inferior pulmonary vein (lipv) the patient had a massive drop in blood pressure and a poor pump reading; however, there was no pericardial effusion and electrogram (ECG) showed no elevation. The suspicion was air embolism or coronary artery stenosis. Coronary angiography was performed but with no clear result, as no stenosis or air embolism was identified. No medical interventions were noted. The rspv and ripv were able to be ablated normally without complication, so the procedure was completed successfully. The patient condition after the procedure was normal. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the patient experienced a massive drop in blood pressure with suspicion of air embolism or coronary artery stenosis. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. The left superior pulmonary vein (lspv) was ablated without issue. During the fourth energy delivery to the left inferior pulmonary vein (lipv) the patient had a massive drop in blood pressure and a poor pump reading; however, there was no pericardial effusion and electrogram (ECG) showed no elevation. The suspicion was air embolism or coronary artery stenosis. Coronary angiography was performed but with no clear result, as no stenosis or air embolism was identified. No medical interventions were noted. The rspv and ripv were able to be ablated normally without complication, so the procedure was completed successfully. The patient condition after the procedure was normal. The device is expected to be returned for analysis.